Event description:
Boston scientific received information that this patient developed a system infection. The patient's name was not provided, and it is unknown if the implanted system consists of boston scientific products. The physician is planning to replace the system.

Manufacturer narrative:
An attempt has been made to obtain additional information about this event. This event will be updated if any additional information becomes available.